Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported to integra that on (B)(6) 2018, a 206320 duraseal exact spine sealant system had a white powdery substance around the clear syringe. Additional information received on (B)(6) 2018 that the product was discovered prior to opening the package during a surgery. No patient injury and delay in surgery time was reported due to product problem.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The visual inspection of the returned product noted that the devices were received sealed in their original packaging. The syringes are made as a subassembly to the kit. After filling the syringes, they are kept frozen until manufacturing puts them in kits. When freezing, the salt will precipitate out, usually minor amount, some liquid may seep past the first rib and sometimes dry up leaving a crystal-like structure behind. Any crystals that are on the plunger tip liquid side, with a shake will fall back into solution. The DHR review and product analysis concluded there were no assembly component related failures with the returned product or at the time of release. The reported condition was not confirmed. The investigation was unable to determine a root cause.